Event description:
It was reported that the customer had an abscessed tooth. Customer went to the emergency room for high blood glucose levels a couple of months ago. Customer had a poisoned blood stream. Abscessed tooth was extracted. Customer was hospitalized in the intensive care unit. Customer stated the pump shut off on him. Customer was off the pump for 7-8 days prior to the emergency room visit. Customer stated that his roommate took him to the hospital before he was passed out. Customer stated that the pump has been working ever since. Customer stated that he woke up 3 days later in the intensive care unit, customer declined troubleshooting the pump. Customer stated that the health care provider and a medtronic representative assisted with troubleshooting the pump after he was released from the hospital. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.